Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947-58 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the right atrial lead had high impedance. The capture and sensing were noted to be stable. The lead remains in use. No patient complications have been reported as a result of this event.